Manufacturer narrative:
The investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-02906. It was reported that the patient experienced ineffective stimulation. Reportedly, patient suffered a fall in (B)(6) 2019 and started experiencing ineffective stimulation since (B)(6) 2019. As such, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced to address the issue. Reportedly, therapy was resumed post operatively.

Manufacturer narrative:
The reported event for ineffective stimulation was not confirmed. As received, the octrode lead passed continuity and output resistance measurement. No root cause was identified for the reported event.

Event description:
Related manufacturer reference number: 3006705815-2019-02906.